Event description:
It was reported that during surgery, the surgeon observed that there was a fracture between the head and end of the screw. Another screw was used. There was no delay or adverse consequences for the patient.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. Based on the available information the actual root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, material or manufacturing related issues. (B)(4): device not returned.

Event description:
It was reported that during surgery, the surgeon observed that there was a fracture between the head and end of the screw. Another screw was used. There was no delay or adverse consequences for the patient.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. Based on the available information, the actual root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, material or manufacturing related issue. (B)(4): device not returned.